Event description:
(B)(4).

Manufacturer narrative:
Tech support made two calls to the customer which were unanswered. Third call was to the main nurse station, and they had no information on event and stated that the devices were not experiencing any problems. Subsequent contact by the customer to use were for software updates but they did not indicate ongoing issues. They did not provide us the serial number information for the unit; and therefore wer could not determine which of their units had this issue.